Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot #73d1700052 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was stuck during use. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the sample was received with its frame detached from the rest of the device. The pawl was found to be bent. The bent pawl could cause the trigger to get stuck which would prevent the staples from firing properly. If the trigger gets stuck, it could potentially cause the frame to detach from the rest of the device. The sample appears used as there is biological material present on the device. The staples appear to be properly aligned. The stapler was received with 19 staples left in the cartridge indicating that at least 16 staples have been fired by the end user. It could not be determined why or how the pawl got bent. Reference files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." A corrective action is not required at this time as it could not be determined how or why the pawl got bent. The reported complaint of "stapler jamming" was confirmed based upon the sample received. The sample was returned with the pawl bent which would cause the trigger to get stuck and prevent the staples from firing properly. It could not be determined why or how the pawl got bent. The potential cause of this complaint issue could not be determined.

Event description:
It was reported that the stapler was stuck during use. There was no patient injury.